Event description:
Pt scheduled for plastic surgery. Pneumatic compression appliances applied. After procedure complained of left leg and knee pain. Has history of disc. Disease. 4 wks post op emg ordered to rule out back. Results show nerve compression involvement of left knee.